Event description:
During testing at the user facility, the device touchscreen could not be calibrated. The device was returned to the biomedical department for a report of at power-up, screen is flickering and messages are "irreadable". No specific details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen could not be calibrated. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.